Manufacturer narrative:
Complained product will not be not available.

Event description:
Placed handle to charge for around 2-3 minutes...charger base exploded-oral-b electric toothbrush [device catching fire] . Case narrative: consumer mailed and stated that after placing the handle to charge for around 2-3 minutes charger exploded. No injury was reported.